Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer stated that buttons were no longer working and not responding at all. Customer stated it happened a month ago that plastic of the button got removed, it used to work but some days it used to keep beeping and vibrated gave her stuck button alert. Customer stated she was on manual shots since a month. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad. Device received with missing keypad overlay.